Manufacturer narrative:
A siemens customer service engineer (cse) visited the customer site. The cse replaced the dilution tray (dtt), sample probe, reagent dispensing pump 1 and 2, dtt cells, and the nozzle dryer reaction tray wash unit (wud). The cse performed a cleanup test for the wud lines aspiration. The cse replaced conditioner vials, cuvette wash and vacuum pump membrane. The cse ran quality controls, which were within range. A siemens headquarter support center (hsc) reviewed the service activity and concluded this to be an isolated event. The cause of the discordant, falsely elevated ecrea results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated enzymatic creatinine (ecrea) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples was repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ecrea results.